Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed a trend of increasing lead impedance associated with twiddler's syndrome, and it was also noted that a separation between the lead and heart wall had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.